Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The MFR received info alleging a "service required" alarm condition occurred. The device was not in pt use.